Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger did not charge the pump and the charger indicator light did not illuminate; upon troubleshooting, the user connected the charger to a different power outlet and charging resumed without issue. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed normal device function when connected to a functioning power source, indicating the initial outlet was the source of the issue and that the charger and pump were not defective. It was concluded, based on previously established findings for similar reports, that the cause was user environment related due to a faulty or unpowered wall outlet.